Manufacturer narrative:
Continuation of d11: product ID 8780 ,lot# unknown .product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: unknown, ubd: unknown, UDI#: unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was later received on 2020-jun-02. It was reported that the patient went home after some weeks in the hospital in (B)(6). Then, on (B)(6) 2020 the first refill after the pump replacment was done and the expected volume was 2.3 ml while the effective volume was 16.9 ml. It was further noted that the patient also had underdose symptoms and reported still having spasticity. The patient was given oral lioresal. In march a side port "punction" was done and it was found that the doctor couldn't aspirate liquor. On (B)(6) 2020 the next refill was done and the expected volume was 9.7 ml, while the pump was found to be completely full (20 ml). The pump was filled with nacl 0.9% and set to minimum flow rate, and the patient was waiting for an or-slot as the doctor wanted to change the catheter. It was reported that the doctor suspected that in september in the or because of the replacement and migration of the catheter, it happened a clasp of the catheter. This statement was clarified to mean that because of the movement of the catheter to put a new pump on the catheter, deposits of mucus or crystallized drugs in the pump connector a closure of the cat heter could be seen after a pump replacement.

Event description:
Additional information was received from a foreign manufacturer representative. It was reported that because of an infection, the doctor could not operate on the patient. The new operation date would be (B)(6) 2020. Additional information was received. The infection was not related to the device.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2020-(B)(6) it was reported that the catheter was revised that day (2020--(B)(6) ). It was detailed that the doctor opened the pocket of the pump and disconnected the catheter, and in the lumen of the catheter was "white creamy material." The doctor removed the material and then made a single bolus to control the function of the rotor/pump. There was back flow of "liquor" spontaneously, so they refilled the pump with baclofen, programmed the bridge bolus, and started the therapy with 60 mcg/24h. At the time of the report the patient was fine and it was indicated that there was no material for returning.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the patient was now in rehabilitation and was fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving compounded baclofen (2000 mcg/ml at 190 mcg/day) via an implantable pump for an unknown indication for use. The patient's medical history included tetraplegia. It was reported the patient had a pump replacement on (B)(6) 2019. There was good backflow of liquor, but the doctor decided to rinse only the internal pump tube and not the catheter. The next day, the patient had a little bit more spasticity, so they decided to program a single bolus of 50 mcg/ml. After the bolus, the patient experienced tachycardia and hypertonicity. The patient was sent to the hospital. On the way to the hospital, the patient experienced cardiogenic shock. The patient was intubated. It was stated the patient had the sign of a "acute abdomen." The patient's status was alive - with injury; the patient was in the intensive care department, intubated, and with an external heart pump and the obscure abdominal symptom. They didn't find a reason for the cardiogenic shock and the "acute abdomen." Contributing factors to the event were unclear. Additional actions taken were not known. The issue was not resolved. Further complications were not reported. A session report from an interrogation on 2019-sep-02 at 09:11 indicated a bolus of 0.250 ml over 16 minutes was planned for (B)(6) 2019 at 09:29. A session report from an interrogation on 2019-sep-04 at 08:59 indicated the expected volume was 19.5 ml.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The bolus programmed on (B)(6) 2019 was for 50 mcg in 30 minutes. Shortly after, the patient went to the hospital because of cardiopulmonary instability and was in intensive care until (B)(6) 2019. No other troubleshooting was performed. Regarding the cause of the patient symptoms, it was reported after exclusion of other causes (infection, sepsis, cardiac infarction), it could be a withdrawal of baclofen after replacement with vegetative derailment and cardiogenic shock. The patient was reported to have recovered. The patient's medical history did not include any predisposition toward cardiac problems.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Regarding clarification of "vegetative derailment," it was indicated the hcp told the representative the patient had a vegetative derailing with a lot of unclear symptoms. Tests performed included eeg, EKG, rx, etc. The cause of the vegetative derailment was unknown. It was unclear if the vegetative derailment was related to the device or therapy; it could be possible the problem was related to the itb therapy or the stress of the operating room, but it was still unknown and only an assumption.